Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The evaluator found the pump to function as intended with a known good battery module and power cord. The pump was not returned with a customer power cord or battery module. No pump correction is required. The device was found to operate within specification. A review of the event history log identified multiple events of "battery alert! Error: 1" and four occurrence of improper shutdown occurred on the same day, consecutively and were preceded and followed by multiple "battery alert! Error:1" messages. A battery alert appears on the pump display with the following message: "battery alert/do not unplug pump! Battery operation may not be available". No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown. There was no known patient injury or medical intervention associated with this event. No additional information is available.